Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range right ventricular (rv) lead pacing impedance measurements greater than 3000 ohms and loss of capture (loc). Technical services (ts) discussed that looks like a lead fracture. Noise was noted when the patient moves with no episodes with stored noise. Ts recommended discussing possibility of turning off therapy and putting lifevest on to avoid an inappropriate shock. Subsequently, it was noted that therapies were turned off and the patient would be monitored. The physician will follow up regarding possible lead revision as a fracture is suspected. This crtd remains in service. No adverse patient effects were reported. Additional information was received, this cardiac resynchronization therapy defibrillator (crt-d) was explanted and successfully replaced. No additional adverse patient effects were reported. This product has not returned for analysis.